Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-125mg/dl fasting. Verified the strips expired 7/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customer called stating that she is a new user that has gestational diabetes; her doctor simply has her monitoring but did not give her a target range. Customer complained that the true result is reading too low; on (B)(6) 2015 she ate lunch around 12pm and tested later at 2:02pm and her glucose result was 57mg/dl.